Event description:
It was reported that the insertable cardiac monitor (icm) eroded through the patient's skin and returned to the physician. No new device was implanted. No additional adverse patient effects were reported.